Event description:
It was reported the patient's blood glucose level rose to 445 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also discovered that the patient could smell insulin and noticed bleeding. As treatment, the patient changed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data shows a timeout occurred at the beginning of the run, but the device corrected itself. The downloaded data does not show any drive stalls during the run that would indicate a failure to deliver insulin. No blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found.